Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's electrocardiogram/patient/slave connector was loose and a source of noise. The printed circuit board was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. It was also confirmed that the power cord bay door had broken tabs, and therefore the power cord bay was replaced. It was also indicated that the keyboard latch was broken, the power supply fan was noisy, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer/analyzer interface was bad. It was also reported that the patient/slave cable connection was bad and always had noise on it. It was also reported that the power cord door needed to be replaced. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.